Event description:
It was reported that the patient was getting ¿static shocks¿ all the time since implant, while the stimulation was turned on and off. The patient noted that it happened all the time and even happened on humid days. It was noted that the patient had discussed it with the health care professional office, but they had not heard of it being reported before. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the health care professional was not aware of any shocking issues. It was noted that the patient was last seen 2014-(B)(6) and doing well. No appointments had been scheduled.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).